Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. Sensor glucose value that triggered suspend on low or suspend before low event was below 70 mg/dl. Low limit in sensor settings was below 70 mg/dl. The blood glucose value associated with the triggered suspend event 201 mg/dl. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.